Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The patient's original sample (designated as sample 1) was elevated. A second sample from the patient (designated as sample 2) was processed on the same unicel dxi 600 access immunoassay system and a lower result, within the assay's normal reference range, was obtained. The second sample was reanalyzed on the laboratory's alternate unicel dxi 800 serial number (B)(4) and a lower result, within the assays normal reference range was obtained. The patient's original sample was then repeated on the laboratory's alternate unicel dxi 800 access immunoassay system and a lower result, within the assay's normal reference range, was generated. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result, as the patient underwent a cardiac catheterization procedure. Quality control (qc), calibration, precision runs and a system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in lithium heparin tube and was centrifuged for three (3) minutes at 5200 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. The sample was poured from the original collection tube into a 1 ml insert cup for processing on the analyzer.

Manufacturer narrative:
The customer did not provide the patient demographic of weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc), calibration, precision runs and system check were all performing within the assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.